Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the patient's patella was rotated in the capsule and needed to be taken out. The patient had poor range of motion so a patellanectomy was performed and the insert was swapped out for a smaller size. No deficiencies was seen or reported by the doctor during the surgery. Doi: unknown; dor: (B)(6) 2018; left knee.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.